Manufacturer narrative:
Upon receipt of this pump at our quality assurance laboratory, it underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. Ms pump kink resistant tubing was worn to the filament. Ms pump passed the leak test. The ms pump did not pass activation tests. Product analysis confirmed the reported event. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery due to malfunctioning pump. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent inflatable penile prosthesis replacement surgery due to malfunctioning pump. The patient outcome was not reported.